Event description:
A malfunction was reported by the distributor concerning a pump in sweden, identified by malfunction code 12-0x2071. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.